Manufacturer narrative:
(B)(4). Date sent: 12/15/2016. Additional information requested and received: what were the indications for surgery? Open hysterectomy. During the surgical procedure, were any other devices used to gain hemostatic control? Yes, two pieces of surgicel nu knit. Was the site of the bleeding identified? Oozing from the ip ligament. How was the bleeding addressed? Surgicel by knit two pieces bleeding controlled after applied. Did the patient have any known coagulation disorders? Unknown. Did the patient undergo chemo or radiation therapy? No. Were any issues noted with stapler performance or staple formation during procedure? Stapler performed as normal no complaints from doctor. Was the nu knit left in the abdomen? Yes. What is the current patient status? Patient sent home the friday after surgery. Surgery done and re done on that tuesday. Staples removed from wound closure on that following tuesday with no further issues.

Event description:
It was reported that during a total abdominal hysterectomy (tah) procedure, the patient was complaining of pain and discomfort the evening of surgery. Taken back into surgery to open her incision to find blood filling the abdominal cavity. The device used for tah with seven white reloads and one blue reload. Two pieces of surgical nu knit placed over vaginal cuff and staple line before closing. Minimal oozing at ip ligament area staple line where then surgicel nu knit was placed on. The patient was admitted and doing re-surgery blood was drained from abdomen. Unknown where blood was coming from or if on staple line etc. The patient is in hospital now being observed. Today, hemoglobin of patient was going up during observation. One device was discarded.